Event description:
It was reported that approximately 2.5 hours into a da vinci s prostatectomy procedure, the left eye of the surgeon side console viewer went black. The surgical staff made the decision to convert to traditional open surgical techniques to complete the planned procedure.

Manufacturer narrative:
Conclusion - the investigation conducted by the isi field service engineer discovered that the vision issue experienced by the customer was associated with a faulty camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the affected camera cable. The da vinci s surgical system user's manual explicitly states that, "environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques." As of (B)(6) 2009, there have been no reported recurrences of the issue at this hospital.